Event description:
Pt tested his blood glucose on the suspect device and it was 265 mg/dl. Pt ate and later went to bed. Pt's wife went to check on him and could not awake pt. Pt's wife tried to test the suspect device and was unable to do so. Pt's wife called the paramedics. When paramedics arrived paramedics tested their blood glucose on their device and it was 42 mg/dl. Pt's blood glucose was tested on the pt's own suspect device and it was 90 mg/dl and retested to be 88 mg/dl. The pt was taken to the ER and given an IV.